Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. No information to suggest a device-related adverse event or product problem was received. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no telemetry and no output. Further analysis determined the no telemetry and no output conditions were the result of lifted hybrid bond wires. Other text : trueisigma implantable pulse generator. The device was returned for analysis after being explanted for normal battery depletion indicators. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, low battery.